Event description:
The pt reportedly experienced an infection. The infection was treated with augmentin and ciprodex without resolve. The pt's ear infection reportedly eroded through the ear canal wall. A portion of the implanted device extruded to the ear canal. The pt's device was explanted. The pt was reimplanted with another cochlear device.